Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by the medical facility.